Event description:
It was reported that a posey bed-acute care/ltc model 8050 had a broken zipper. No specific zipper location provided. No pt injury.

Manufacturer narrative:
Eval codes: results: (other) - the front side a the literature bag is missing and the mattress envelope bottom has three small holes. On the large window b there is a small hole in the netting.